Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence and underwent an artificial urinary sphincter (aus) revision surgery. There were no patient complications reported in relation to this event.

Event description:
It was reported that the patient experienced recurring incontinence and underwent an artificial urinary sphincter (aus) revision surgery. There were no patient complications reported in relation to this event.